Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device failed the standard specification. It could not be specified what the foreign material was nor the root cause of the remaining foreign material since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). It was confirmed that the section of the device with the foreign material residue had no deformation. No further information could be obtained. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had suction blockage. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was / was not confirmed. In addition the investigation discovered the following findings; the bending angle in up direction did not meet the standard value due to wear of angle wire, the play of up/down knob was out of the standard value due to wear of angle wire, the adhesive on the bending section cover had a chip, the water removal ability did not meet the standard value due to clogging of nozzle, the nozzle had corrosion, the connecting tube had a dent, the connecting tube had a dent, the connecting tube had a wrinkle, the suction connector had corrosion, the suction cylinder was shaved, the air/water cylinder had corrosion, the up/down knob had corrosion, and multiple parts of the scope had discoloration and were scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.